Event description:
It was initially reported to philips healthcare that the heartstart xl displayed an error message. It was later clarified by the philip field service engineer (fse) that the device could not measure ECG. There was no pt involvement.

Manufacturer narrative:
(B)(4).